Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having experienced vomiting and high blood glucose level. She could not move and was not feeling well. The patient also had stomach ache, headache and was short of breath. Subsequently, she went to the emergency room and was later admitted to the hospital. She received insulin drip as corrective treatment. Upon removal of infusion set, it was found that the cannula was bent. Infusion was last changed probably a couple of days before she went to the hospital. The patient had been in the hospital for two days and was still there at the time of this report. Patient's blood glucose level at the time of this report was 127 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.